Event description:
A physician reported that the irrigation became stronger or weaker during vitrectomy surgery. The surgery was completed after replacing the product with new one. This has been an occasional occurrence for some time and would like to check if there is a problem with the cassette and the infusion cannula. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was tested in returned condition. A console representing the current software version was used to test the sample. The radio frequency identification (rfid) tags on the probe were tested; no response was received from the black light-emitting diode (led) rings on the console. The cut rate displayed the default setting of 2500 cuts per minute (cpm) on the console display. The improper programming on the rfid connectors caused the samples failed in recognition. The sample was tested with lab stock cutter probe, but failed priming and calibration generating system message code (smc) 3467. The received signal amplitude (rsa) value was found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code 3467 if the value decreases below a threshold limit at any point during priming or surgery when the intraocular pressure (iop) function is enabled. This can result in the customer experience of failed calibration. The sample had rfid issue on the black connector and low rsa value smc 3467. Rsa failure affect iop compensation. As the result, infusion / irrigation became unstable. Action was taken to address and investigate the potential causes for low rsa. The following actions taken were part of an on-going and separate investigation that was already created to address low rsa value. The two working corrective action and preventive action (CAPA)address and were created to further optimize the molding and assembly processes to decrease rsa failures. Complaints are reviewed and monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).